Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The reported condition of a damaged battery was confirmed during product evaluation. The root cause was depleted main batteries. The main batteries were replaced to correct the reported condition. The user interface module software version is 6.13.90. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was previously serviced for the reported condition. During previous service the battery and harness were replaced. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.